Event description:
Numbness and tingling, burning in hand, feet and legs. See scanned page. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1998 - 2009. Diagnose or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.